Manufacturer narrative:
After interviewing the health professional that reported the canister implosion it was determined that cover used was beyond the expiration date of 3 years. The cover to the suction canister was made in 2011. A canister cover has a shelf life of 3 years. The implosion was due to the age of the canister cover.

Event description:
Dna vascular center reported to bemis manufacturing company that on (B)(6) 2022 during a hemodialysis perm-cath exchange procedure the 1200cc suction canister imploded. There was no injury to the patient or user.